Event description:
It was reported that the patient had pain in his shoulder after 6 months. Post-op x-ray showed the locking screws had started to back out of the plate. One of the screws had started to come through the patients skin but the repair was not compromised. There was a second surgery to remove the device. The surgeon stated the patient was in a home care center and did not report any type of injury occurring at anytime. The patient did not require any new hardware to be inserted into his shoulder, he is doing fine to date.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Per product directions for use, post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.